Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Popping out of the base - oral-b [device breakage]. Brush head meets the base it is leaking - oral-b [device leakage]. Case narrative: consumer via phone stated that where the oral-b toothbrush head met the oral-b pro 1000 toothbrush base was leaking as they brushed their teeth and the oral-b toothbrush head was popping out of the oral-b toothbrush base. No injury was reported.

Event description:
Popping out of the base - oral-b [device breakage]. Brush head meets the base it is leaking - oral-b [device leakage]. Case narrative: consumer via phone stated that where the oral-b toothbrush head met the oral-b pro 1000 toothbrush base was leaking as they brushed their teeth and the oral-b toothbrush head was popping out of the oral-b toothbrush base. No injury was reported.

Manufacturer narrative:
13-aug-2024 case update: complained product will not be not available.